Manufacturer narrative:
Initial 1 of 1. Correction- contact office address: (B)(4). Hospital name: (B)(6) hospital. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the product user facility on 02/09/2021 that an fecal management system (fms) was placed in a patient on (B)(6) 2020 and removed (B)(6) 2020 (used longer than recommended per IFU) for frequent large loose/watery stools. A rectal exam was not done prior to placement of the device, which is outlined in the product IFU to perform prior to placement. It is unknown how much fluid was placed in the device retention balloon. The patient was bed bound and was on a reposition program. The wound was initially identified on (B)(6) 2020 as a stage 3 pressure injury, the device was left in the patient which is also contraindicated per the device IFU. When the device was finally removed from the patient on (B)(6) 2020 prior wounds noted to the coccyx are prior to placement of the device which is also contraindicated per the IFU. Per the complainant the treatment for the wound offloading. All ICU mattresses are low air loss and pressure distribution. No photographs received depicting the reported complaint issue.